Event description:
A customer reported a malfunction on a pump, and no notable events occurred prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact on the customer¿s blood glucose level. Tandem technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and contact support if the issue reappeared.